Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system and contacted support to ask whether to change infusion tubing despite it appearing secure; the user was advised to change the tubing and to call the customer care line, and troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included no reported alarms and no reported hospitalization or other clinical impact beyond hyperglycemia. Investigation included troubleshooting guidance and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the working hypothesis focusing on potential infusion set or tubing issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.